Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15048. Follow-up information indicated x-rays were taken and did not indicated any anomalies. Surgical intervention may take place at a later date.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15048. Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15048. It was reported the patient was experiencing ineffective stimulation. Diagnostic testing indicated low impedance readings. Reprogramming was able to provide partial stimulation, however it was not effective. X-rays were taken and the patient is to consult with his physician as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.